Event description:
During cautery in surgery, the staff saw a yellow flash and then noticed a small 2mm burn on the pt underneath a monopolar cord used for cautery. After inspection of the cord, it was found to have a small tear in the insulation without wires exposed. The cord was inspected for tears prior to use.